Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had duplicate pockets in auxiliary drawer 1.1. A field service engineer (fse) found all six packets already removed by staff and had returned to pharmacy. The fse powered off the station and removed rear panel from drawer. The retractor band in drawer 1.1 was replaced. The fse then returned the rear panel to drawer, powered station back on, rebooted the station and resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the system had duplicate pockets in row 3.2. The customer stated that this malfunction occurred while dispensing medication to patients. However, there were no delay or adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had duplicate pockets in row 3.2. The customer reported there was an issue occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.